Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with umbilical vessel catheter (uvc). The customer reports that the uvc was placed on (B)(6) 2010 and a leak was noticed on (B)(6) 2011 at the bottom of the adapter on the pigtail of the catheter. The uvc was removed and a peripheral IV was placed. The customer stated that the pt status is fine.